Manufacturer narrative:
The pump was received with intermittent act, up and down arrow button response due to corroded keypad traces. No button error alarm during testing noted. The pump was received with the operating currents within specification, and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and the delivery accuracy test. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose value of 25 mg/dl. The customer was given glucose and a sandwich at the hospital. The customer's current blood glucose was 275 mg/dl. The customer reported the drive support cap to appear normal. The customer reported a button error alarm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.